Event description:
Testing yield (B)(6) isolate oxacillin (ox) mic discrepancies. The hospital obtained oxacillin-suspectable results with the microscan product and resistant results with another test method. The customer also sent the isolate to a reference lab and results were resistant. The results were report to the physician but treatment was not affected, delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Evaluation: method- comparison to another test method. Results- discrepant results compared to results received test method. Conclusion- no evaluation will be performed- additional testing performed by customer showed discrepant results. There are no reports of adverse health consequence associated with the discrepant results. See scanned page.